Manufacturer narrative:
An event regarding loosening involving an unknown hip screw was reported. The event was confirmed. Method & results: product evaluation and results: not performed as device was not returned. Clinician review: a review of medical records by a consulting clinician revealed: "on (B)(6) 2004 a primary right total hip arthroplasty was performed for a diagnosis of osteoarthritis and avascular necrosis of the right hip...a note for a (B)(6) 2005 consultation states, "done poorly since surgery. Increased discomfort right hip. Using walker. Painful in all planes. X-ray: immediate post-op possible fracture through medial wall. Successive lucency around the cup. Rule-out infection. Aspirate for culture and sensitivity." When seen on (B)(6) 2005 the patient continued to have pain. The aspirate cultures were negative and the impression as aseptic loosening of the acetabulum. On (B)(6) 2005 a revision of the right total hip arthroplasty was performed for a diagnosis of aseptic loosening...an office visit of (B)(6) 2005 noted the patient to be in an extended care facility. She was having continued bloody drainage and the impression was a hematoma...on (B)(6) 2005 the wound was noted to be completely healed. When seen on (B)(6) 2005 and (B)(6) 2005 she was doing very well. She was seen on (B)(6) 2011 complaining of left hip greater trochanteric discomfort. X-ray of the right hip was unchanged, without complication, and x-ray of the left revealed mild arthritis. The impression was bursitis of the left hip and it was injected with steroids...there is no examination of the explanted components and no x-rays of the primary total hip arthroplasty acetabular component prior to the revision on (B)(6) 2005. In this patient with systemic lupus and long-term treatment with prednisone, compromised biologic fixation of a primary acetabular component is not unexpected, particularly when a consultation seven months post-operative reviews the initial post­operative x-ray and describes a "possible fracture through the medial acetabular wall. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Product history review: not performed as the lot was not provided. Complaint history review: not performed as the lot was not provided. Conclusions: the reported event of loosening was confirmed based on the medical review. The clinician states: "in this patient with systemic lupus and long-term treatment with prednisone, compromised biologic fixation of a primary acetabular component is not unexpected, particularly when a consultation seven months post-operative reviews the initial post­operative x-ray and describes a "possible fracture through the medial acetabular wall. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." The potential root cause could be the alleged periprosthetic fracture, however, insufficient information was received to confirm if this occurred. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident acetabular hip system. It was further alleged that, the patient is experiencing "loosening and discomfort" from the system.